Manufacturer narrative:
The reported complaint of separation was confirmed. No product samples or videos were returned for investigation. However, an image was provided by the customer showing the polyvinyl chloride (pvc) tubing separated. Without the return of the reported sample, a probable cause could be determined. The device history report (DHR) was reviewed and no non-conformities were found that would led to the reported complaint.

Event description:
It was reported that a transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip separated during patient use. They sent a sample photo showing the fault they find on monday and was attached to a patient and wasn't reading correctly. When the practitioner checked it, it came and was quickly switched out with another set. The status of the product at the time of the event was unknown. There was no harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.